Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump case was removed and no damage was observed to the display screen. There was no improvement after the display screen was re-seated. When replaced with a test display, the screen functioned properly with no missing segments or diagonal lines. A defective display flex was also found.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the display on the pump had segments of the text on the screen missing and was unable to read the screen on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved with troubleshooting.